Manufacturer narrative:
H10: during testing, the service engineer performed each of the following tests: alarm log review, visual inspection, self-test & run-in protocol. N230, n232, and n186 alarms were found in the device's log. There was no physical damage observed. The self-test passed. Run-in protocol test of 400 ml @ 25 vtbi passed. The probable causes for the alarms was found to be due to a pressure sensor and the app board.

Manufacturer narrative:
The device was received on 11/5/2020 for further evaluation by the manufacturer. As additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that the plum a+, involved in the event, was stopping its pumping and infusing on its own. It was programmed to infuse for 20 minutes, but there was no pumping action, no alarming, no mechanical action. In addition, it was stated that the device problem was witnessed in real-time during an attempt to infuse a patient. There was no report of patient injury or harm. No additional information was available at this time.